Manufacturer narrative:
(B)(4).   To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an oral surgery on (B)(6) 2020 and the suture was used. During surgery, the suture is easily detached from the needle. A like device was used. The surgery was delayed 10 minutes as a result. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a manufacturing record evaluation was performed for the finished device lot number pmm554/ w9501t40, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: a picture was received for evaluation. Upon visual inspection of the picture, two empty labeled winding former, a detached needle and two sutures of product code w9501t, lot pmm554 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Note: events reported via mw # 2210968-2021-00240.